Manufacturer narrative:
System was used for treatment. Kit lot e310 was reviewed. There were no non-conformances. This lot met all release requirements. The uvadex lot number was not provided as it was not administered. However, a review of all uvadex lots manufactured since january 2013 was performed. No trends or noncoformances related to the complaint were noted. Trends were reviewed for all complaint categories and no trend was detected for drive tube leak/break or alarm #7: blood leak? (Centrifuge chamber). This assessment is based on information available at the time of the investigation. A photo associated with the complaint were returned for analysis. Analysis of the photo is still in progress. A supplemental report will be created once investigation is complete. (B)(4). Product not returned.

Event description:
Customer reported a drive tube leak at approximately 500ml whole blood processed. Customer stated they immediately stopped the treatment, disconnected the patient, and have already started a new treatment using a different instrument and a new kit. The patient is stable and is tolerating the treatment fine. Customer stated there was a leak alarm, and upon further inspection of the centrifuge chamber, they did find some dried blood. Customer stated they will have their internal biomed service the instrument. Customer will submit photos for evaluation.

Manufacturer narrative:
Photo associated with the complaint was returned for analysis. The complaint description states that a drive tube leak occurred at approximately 500ml whole blood processed. Customer stated there was a leak alarm, and upon further inspection of the centrifuge chamber they found some dried blood. Evaluation of the photo confirmed a blood leak. There does not appear to be blood inside on centrifuge chamber walls or on the bottom of the centrifuge chamber. Based on the photo alone, a root cause cannot be determined from the information provided. No manufacturing defect could be confirmed. Review of the device history record found no related non-conformances. (B)(4). Device not returned.